Manufacturer narrative:
Based on the qc data provided, a performance issue of reagent or instrument cannot be ruled out. The customer believed that the sample may have had an air bubble. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys total psa immunoassay result for 1 patient tested on a cobas 6000 e 601 module the initial total psa result was 0.003 ng/ml with a data flag and a repeat result of 315.3 ng/ml. The result in question was reported outside of the laboratory. The total psa reagent lot was 35107400 with an expiration date of 31-dec-2019.